Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is not shifting. As stated on the repair statement additional malfunction: stuck 4-way defective poppet valve.